Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up feeling fatigue. The left ventricular lead exhibited high capture threshold. An x-ray imaging found the lead to be dislodged. The lead was explanted and replaced. The patient's condition was stable post procedure and would continue to be monitored normally.

Manufacturer narrative:
(B)(4).